Event description:
It was reported that the surgeon was inserting a screw and the tip of the instrument broke off in the screw head. Wasn't able to get the tip out of the screw head. Used a different driver and was able to complete screw insertion. No delay in case.

Manufacturer narrative:
Method: device history review and device inspection. Results: the reported device was confirmed visually to have the distal cruciform fractured off. The fractured tip remains in the screw which was implanted. Manufacturing files were reviewed and no manufacturing issues were found for this lot number. Manufacturing review revealed that the instrument was approximately 9 years. Old. Conclusion: the likely root cause is normal wear of the instrument.

Event description:
It was reported that the surgeon was inserting a screw and the tip of the instrument broke off in the screw head. Wasn't able to get the tip out of the screw head. Used a different driver and was able to complete screw insertion. No delay in case.